Event description:
It was reported that the neptune smoke was coming from the neptune during a procedure. Another neptune was used to complete the procedure. There was no medical intervention required.

Manufacturer narrative:
The device was evaluated by a field service technician. The report will be updated when the investigation is complete.